Event description:
It was reported the pt's right occipital (off-label) lead eroded through the pt's skin. The pt underwent surgical intervention to reposition the lead. The pt reported receiving effective stimulation therapy postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.